Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the pulse lead hi-pot test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation, the electrode belt failed the pulse lead hi-pot test and the distribution node to treat therapy electrode cable was pulled from the strain relief. Service investigation revealed the pulse wire was pulled from the solder joint in the distribution node to rear therapy electrode cable. The damaged wire caused the test failure. The root cause for the damaged pulse wire was unable to be positively determined but is likely excessive force placed on the cable. No adverse event resulted from the damaged pulse wire. The last pt to use this electrode belt did not report any deficiencies.